Event description:
Kci received article, amin ai, shaikh ia. Topical negative pressure in managing severe peritonitis: a positive contribution? World journal gastroenterol 2009: 15(27): 3394-3397, the aim of the study was to assess the use of topical negative pressure (tnp) in the management of severe peritonitis. All 20 patients survived. During the study two patients developed intestinal fistulae. The first patient had a small bowel anastomosis that broke down on the fifth postoperative day, which was converted to an end ileostomy. The second patient had multiple enterotomies, of which two leaked on the ninth postoperative day and these were treated conservatively. These two patient's returned a few months later for abdominal wall reconstruction of the intestinal continuity. No additional information is available. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from jan 2005 to dec 2008. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged fistulas are related to v.a.c. Therapy. Kci has made attempts to obtain additional information, so far without success.